Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the brown foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU: operation manual chapter 3 preparation and inspection states detection method. IFU: reprocessing manual chapter 5 reprocessing the endoscope states counter measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had scorching at the exit from the working channel, a crack on the optic at the distal end, and severe wear of the insertion tube. The issue was observed during a procedure. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material at the switch box, up/down knob, right/left knob, scope connector, light guide lens and connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a crack on the scope body, water tightness was lost, the air/water cylinder had discoloration, the suction cylinder had no color, the scope connector cover unit was dirty, due to adhesive peeling on the bending section cover rubber the insulation resistance value at the distal end did not meet the standard value, due to damage on the endoscopic position detecting unit probe, the endoscopic position detecting unit function did not work, the image guide protector had a cut, and the universal cord had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.